Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump¿s buttons were hard to press and once rejected a new battery however there was scratches on screen and sometimes it was hard to read. Customer's blood glucose level was unknown. Customer also stated that the insulin pump had random and unexplained no delivery. Customer declined to trouble shoot the issue. The device will not be returned for analysis.